Event description:
Rv lead placed. Appeared to malfunction, noting high thresholds, low impedance and no sensing noted. Obtained a new lead and still not able to get satisfactory thresholds, impedance and sensing. Programmer was removed and replaced. Noted optimal threshold, impedance, and sensing.